Event description:
It was reported that during a device change out, an insulation anomaly was observed. The electrical parameters were normal. The lead was capped. There were no adverse consequences to the patient.